Manufacturer narrative:
A steris service technician inspected the surgical table and found a loose accessory rail on the base section of the table; he also noted that the top cover of the shroud was cracked at the screw attachment points on one side of the column. The screws were intact; however the plastic was fractured at the attachment points. The service technician identified this type of damage is indicative of the table being lowered onto a solid object that was on the base of the surgical table (i.e. Pump, compression device). Photographs of the damaged shroud were reviewed by montgomery quality. The photographs indicate that the cracks were formed either by impact or stress which supports the service technicians conclusion that the table was lowered onto a solid object. The 4085 surgical table operator manual warns (pp 1-3): "do not store items on table base. Doing so may result in equipment damage or inadvertent tabletop movement placing the patient and/or user at risk of injury". The service technician tightened the accessory rail; the facility's biomedical technician declined repair of the shroud cover. The steris service technician recommended they replace the damaged plastic cover before further use of the surgical table and warned about the risk of fluid intrusion should the table be used before the repair. The steris service technicians inspection did not find any other issues; the table performed to specifications during his testing. Steris will offer in-service training on the operation of the surgical table and reinforcement of the warnings against storing items on the base of the table.

Event description:
The user facility reported that during a surgical procedure the doctor heard a 'popping' sound and the table dropped. The hospital has declined to provide additional information regarding the status of the patient, citing hippa. The hospital also declined to provide a copy of their internal incident report making the exact series of events unclear.

Manufacturer narrative:
The user facility was unresponsive to steris' offer of in-service on the operation of the surgical table and reinforcement of the warnings against storing items on the base of the table.